Manufacturer narrative:
The reported event of electronics performance indicator (epi) could not be confirmed. The pacer was received in normal working conditions with battery voltage at elective replacement indicator (eri). Device image shows no abnormal voltage drop on or around the event date. Electrical and mechanical analysis performed, indicated normal device functionality with voltage being at eri. The implant duration exceeds the projected longevity based on field settings indicating normal battery depletion.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient was in fine condition.